Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: literature citation: ru, jy., niu, y.f., cong, y., kang, w.b., cang, h.b., zhao, j.n. (2015). Exchanging reamed nailing versus augmentative compression plating with autogenous bone grafting for aseptic femoral shaft nonunion: a retrospective cohort study. Acta orthopaedica et traumatologica turcica, vol 49 (6), pp. 668-675. This report is for an unknown 6-10 hole locking compression plates with unknown part and lot numbers. UDI: unknown part number, UDI is unavailable the investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: ru, jy., niu, y.f., cong, y., kang, w.b., cang, h.b., zhao, j.n. (2015). Exchanging reamed nailing versus augmentative compression plating with autogenous bone grafting for aseptic femoral shaft nonunion: a retrospective cohort study. Acta orthopaedica et traumatologica turcica, vol 49 (6), pp. 668-675. [China] this was retrospective review of involving patients to compare the outcomes of exchanging reamed nailing (ern) and augmentative compression plating (acp) with autogenous bone grafting (bg) for the treatment of aseptic femoral shaft nonunion secondary to the treatment of intramedullary nailing (imn). The study was from 2001 ¿ 2012 and included 180 cases (178 patients) with a femoral shaft nonunion after imn. The patients were 19-60 years old. Six months after the initial surgery, patients had persistent pain (exacerbated by mobilization) at the fracture site and a nonunion was confirmed via x-ray. Then, they were revised to synthes devices: ern (87 cases with antegrade or retrograde) or acp (144 with 7-11 hole locking compression plates or 6-10 hole dynamic compression plates). Three or 4 locking screws or cortical screws were fixed on the distal and proximal ends of the plate. They were weight bearing with crutches at 8 weeks post-operatively, full weight-bearing began after continuous callus was confirmed on x-ray. Follow up appoint with imaging were at 1, 2, 3, 4, 6 and 12 months postoperative and then once a year. The authors did not specify the specific synthes devices associated with the complications. Therefore, all complications will be reported for all synthes devices. Acp: 2 with delayed wound infection which healed successfully after hardware removal. This is report #3 of 3 for (B)(4). This report is for an unknown plate ( 6-10 hole dynamic compression plates) with an unknown part numbers, lot numbers and quanties.